Event description:
Customer called to report that the phosphorus cup module on the unicel dxc 800 synchron system generated one falsely low patient sample result. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to flush the lines and perform cup maintenance. The cts generated a service request because the troubleshooting did not resolve the issue. The field service engineer (fse) inspected the instrument and found that the module's pump and motor were outdated. The fse rebuilt the module by replacing the tubing, motor, and syringe pump. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was not able to provide patient data. Customer stated that the erroneous result was not reported outside the laboratory; therefore, patient treatment was not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).